Event description:
Reported via voluntary medwatch #(B)(4). It was reported that during a declotting treatment procedure, a filter placement issue occurred. The intended location for treatment was the vena cava. A 12 fr jugular introducer system was deployed via the femoral artery causing the filter to be oriented in the wrong direction. The greenfield filter was removed/retrieved by unknown means. No patient complications were reported. The following day, a greenfield femoral introducer system was successfully implanted via the femoral artery in the vena cava. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related. The dfu states "the jugular and femoral introducer systems differ in the orientation of the pre-loaded filter. Never use the jugular system for femoral vein insertion or vice versa, as this will result in improper filter orientation in the inferior vena cava." (B)(4).